Event description:
End user's wife called stating that the irc1710 compact aerosol compressor allegedly started to make a crackling sound and smoke came from the side vents. End user is returning the unit to his dealer for a warranty replacement unit. No injury.